Manufacturer narrative:
(B)(4).

Event description:
It was reported the spider 2 limb positioner motor will not hold pressure. The arthrex lateral shoulder positioner was used to complete the procedure following a 20 minute delay. No patient impact was reported.

Manufacturer narrative:
A rfb spider 2 tenet 7615, was received for evaluation and confirmed to be serial number (B)(4). A noise was noted at the beginning of functional testing. Functional test revealed that the spider 2 would not pressurize enough to lock the arm. The complaint was confirmed. Further evaluation of the unit determined that the oil level was low and that the motor / pump brushes need to be replaced in order to pump fluid sufficiently to prevent a loss of pressure. The root cause of this event was identified to be associated with a mechanical failure of the motor / pump brushes. A review of the device history record was performed which confirmed no inconsistencies.